Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer was using off-label insulin, and loaded cold insulin into the cartridge. Clinical support educated the customer on cartridge and insulin labeling. The cartridge and the infusion set was changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.